Event description:
I am using dexcom g7 and had the sensor report too high of a blood sugar to my pump which gave me too much insulin. My sensor then had an issue and so could not see my blood sugar. I start feeling like I had low blood sugar and when I manually tested, I had a blood sugar of 48, when my sensor was just showing a blood sugar of ~120 ~7 mins prior to my manual testing. I had to have an emergency contact call me to make sure I didn't pass out as I live alone and needed assistance in making sure my blood sugar levels stabilized. This is not the first time my g7 has been so inaccurate that it causes incorrect insulin boluses, but this is the first time I have had a serious medical issue from the inaccurate readings. I know many other t1d have experienced this issue and I strongly encourage the FDA to pull or temporarily pause g7s. Correct readings from a cgm are the matter of life or death for diabetics and I find it extremely corrupt that dexcom is canceling the more accurate g6 sensor and replacing it with a flawed sensor that has been reported to have caused death due to inaccurate readings. I appreciate your attention to this matter and hopefully things can get fixed for dexcom users. This was a self-administered test with a calibrated glucometer.